Manufacturer narrative:
A review of the device history record for sn (B)(6) was performed from date of manufacture 11/19/2009 to the present date 10/24/2020 and note that this device has been returned for service 2 times which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. Replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened.

Event description:
It was reported that the device had a damaged door wire. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had a damaged door wire. There was no patient involvement.